Manufacturer narrative:
Product analysis: it was confirmed that the ventricular connector was broken. The hanger hinge was found to be cracked. A display wire was found to be pinched, but insulation was intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector port. The epg was returned for service. No patient complications have been reported as a result of this event.